Manufacturer narrative:
(B)(4). We have performed an investigation into this complaint. When reviewing similar reportable events, we have found two cases with a similar fault description (the hanger bar bolt break). The trend observed for reportable complaints with tenor devices with this failure mode is considered to be low and stable. When compared to the amount of devices introduced into the market since 2004, this appears to be a relatively low occurrence rate. However, the issue is being monitored and covered by a corrective and preventive action. From the event description, the hanger bar was seen detaching from the arm as the bolt broke. The device has failed to meet its spec, while it was being used for pt treatment and in that way contributed to the event. Based on the event description, review of previous related complaint investigations and the technician conclusions, it appears the tenor bolt was being subjected to repeated forces going to the horizontal direction, which can occur when the hanger bar was not positioned over the center of the gravity of the person in the sling and the lift device. Relevant tests have been conducted to better understand the nature of the problem and show that current design of suspension of the tenor spreader bar is causing adverse bending tension on the suspension bolt (the broken one). It is revealed that in long term use this can cause metal fatigue and the formation of micro-cracks in the thread. Bending tensions may be created when e.g. Load mass is unevenly placed on sling, which is only to occur when caregivers move the lifter by pushing/pulling a suspended pt body, sling or spreader bar. A different concept of suspension that will solve this problem has been developed. The intention is to implement a bigger kinematic degree of freedom thus eliminate the bending tension and leverage forces. Prototype samples have only recently been received and internal tests in accordance to relevant standards are being done; verification and validation needs to be performed. The possible sequences of events presented above seems to be the most probable and to be in line with the event description and finally providing to breakage of bolt of hanger bar which is not adapted to horizontal forces. From this eval, it would appear most likely that the event was caused by a product material issue, in combination with a design error and what we expect to be off-label use. A CAPA has been opened to address this issue and engineering change has been requested to avoid recurrence of the event in the future.

Event description:
(B)(4).